Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was damaged; further described as ¿cassette cut on the patient line¿. This was observed during the preparation of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: six (6) devices were received for evaluation: three (3) inside closed pouches and three (3) in open pouches. Visual inspection was performed and scratches greater than 0.60 mm2 on the patient line tubing located beneath the patient connector was observed on all six (6) samples. One sample was leak, clear passage and clamp function tested and no issues were observed. The reported condition was verified. The cause of the damage was determined to be a manufacturing related issue caused by the grippers during the automation assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.